Manufacturer narrative:
B4; g1, 3, 6; h2, 6. H3: ge healthcare has completed its investigation. The battery has a two-year replacement interval, as stated in the user and service manuals supplied with each system. Battery replacement after two years of use is not part of automatic warning or caution messages, but the system does notify the user to replace the battery if the battery state of health (soh) is <50%. Ge healthcare has initiated a field action (res #(B)(4)) to correct all units in the field. The customer did not adhere to the user and service manual recommendation or the instructions specified in the fmi letter and continued to use the battery beyond its two-year lifespan, despite clear communication by ge healthcare.

Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. D2: system, imaging, pulsed doppler, ultrasonic. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Received user facility medwatch#: mw5175703.

Event description:
It was reported that a system, while plugged in and powered on in the hallway of an emergency department, caught fire. Department staff quickly used a gurney to move the device outside. While outside, the fire was extinguished; however, it had reignited multiple times. The fire department was able to fully extinguish the fire. No injuries were reported.